Manufacturer narrative:
H6: device evaluation = no faults found which would effect operation of device.

Event description:
Device evaluated as part of a police investigation into the death of a terminally ill elderly male pt where it is alleged that the daughter of the pt pressed the boost button. Police have decicded not to proceed with a prosecution as there is insufficient evidence to proceed and it would not be in the public interest coroner inquest resulted in an open verdict and concluded that there are no implications for other users.